Event description:
It was reported that the user experienced difficulty locking the infusion set connector into place, describing the connectors as hard to lock, and later dropped an infusion set during handling; a different connector then locked easily. Symptoms included no adverse clinical effects. Outcomes included product replacement for the infusion set and connectors. Investigation included troubleshooting and user education performed by support. Investigation of this case revealed difficulty with connector attachment that was not reproducible with an alternate connector, indicating a potential connector fit or handling issue associated with a specific lot component. It was concluded, based on previously established findings for similar reports, that the cause was user interface or handling interaction with the connector component.